Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that an implanted neurostimulator was evaluated during a reprogramming visit because the patient stated the therapy was not working as well as it used to. A device scan showed the amplitude was set to zero on the only programmed group, and the patient denied turning the amplitude down or off. The patient reported having an unrelated hospitalization with a procedure performed and did not know how the amplitude could have been set to zero. When the existing program was increased, no paresthesia was obtained even at high amplitude on the affected lead. Impedance testing identified high, out-of-range impedance on one lead at two electrodes (40,000 ohms and 25,739 ohms). Stimulation was attempted on other electrodes on that same lead that were not identified as high impedance, and no sensation was reported. Stimulation was then attempted on the other lead, and sensation was achieved at a reasonable amplitude with adequate coverage, and the patient was programmed on that lead and reported adequate coverage. The issue was reported as ongoing, and the patient was reported alive with no injury. The manufacturer representative (rep) indicated they would send any further information as they become aware.